Event description:
It was reported that a clearlink buretrol solution set cracked. The crack was found during patient infusion. There was no leak was reported. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available. This medical device report is report 2 of 3.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that the burette was cracked. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same report as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.